Manufacturer narrative:
A visual examination of the spyscope ds device found the working channel sleeve extended from the distal cap when received. The tip of the protruded sleeve was frayed. The proximal end of the distal cap was aligned to the cap weld. There was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. A functional inspection was performed. The spyscope ds was plugged into the controller and a pixilated image was displayed, followed by image loss. A portion of the distal end of the catheter were removed to examine the working channel. The distal cap was removed from the catheter for examination. The distal end of the exposed working channel sleeve was tugged; it did not detach from the catheter. The catheter was cut open to expose the working channel sleeve. The catheter was pulled back to assess the adhesion of the working channel sleeve to the pebax. The working channel sleeve did not fall out but appeared to only adhere to the proximal end of the pebax region; the working channel sleeve was pulled out of the catheter. There was little evidence of adhesion of the working channel sleeve to the inside of the catheter, as seen by the faint white working channel sleeve braid imprint on the proximal end. The complaint was consistent with the reported event of loss of visualization, however, it was found that the working channel sleeve extended from the distal cap when received. Most likely, the defect was due to some operational or anatomical aspect of the procedure. Therefore, the most probable root cause for the working channel sleeve protrusion is operational context. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during procedure, while cannulating using the spyscope ds, it was noticed that image was lost. Reportedly, there were no visible damage with the device. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.